Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(4) 2014 and the battery was charged to 3.840 volts. On (B)(4) 2014 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Mfg. Site ID was updated to 3004209178. Device serial # was updated.

Event description:
It was reported the patient was doing construction work when a piece of wood hit the area where the implantable neurostimulator (ins) was implanted. The ins developed a ¿telemetry error¿ and was replaced. The ins was unable to establish telemetry. The patient¿s healthcare professional (hcp) stated that there was no suspicion of complaint or defect. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.